Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via the clinical database that the patient was seen in the clinic on (B)(6) 2015 where the driveline exit site was noted to have erythema and scan amount of tan drainage. The area around the exit site also had a red rash. Cleaning instructions had recently been changed per surgery team and labs were normal, so no cultures were taken. On (B)(6) 2015 the patient called his vad coordinator complaining of increased drainage from the driveline exit site. Drainage is now yellow/green in color and the dressing were being changed every 1-2 hours, so patient was admitted. Upon admission her temp was 98.7 and white blood count (wbc) was 10.8. On (B)(6) 2015 wound and blood cultures were collected. Blood cultures came back negative, but the wound culture from the driveline site grew our mrsa. A CT scan was done that showed no fluid collection around the driveline, but some changes in the skin around the driveline that most likely represented cellulitis. Infectious disease (ID) was consulted as well as surgery. ID recommended IV vancomycin for four weeks, followed by doxycycline. Patient completed IV antibiotic course uneventfully and remains on supportive doxycycline. Her driveline drainage has not stopped. Patient has not been rehospitalized nor has she had any elevated temperatures or abnormal wbc due to this infection. No additional information available.